Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was 500 mg/dl at the time of the incident. The customer treated their blood glucose levels with manual injections. The customer did not mention any symptoms of their blood glucose levels. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery, self test and unexpected restart tests. No unexpected external ram crc, unexpected restart or displayable history error alarms noted during testing. However, the displayable history error alarm was found in the alarm history screen due to a corrupted history file. The pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The pump had a cracked case at the display window corner and a cracked reservoir tube lip.